Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No problem with the device image was found. Additionally, other evaluation findings include the following: corrosion on coupler unit, and a failed water tightness check. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage". The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during an unspecified procedure, the camera head had blue dots, static, and a damaged cabled. The intended procedure was completed with the same device with no surgical delay. No additional devices were involved in the event. The patient under was under anesthesia at the time, however, was no patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, during an unspecified procedure, the camera head had blue dots, static, and a damaged cabled. The intended procedure was completed with the same device with no surgical delay. No additional devices were involved in the event. The patient under was under anesthesia at the time, however, was no patient harm.